Event description:
Physician attempted to do anovasure uterine ablation and the machine/disposable device did not work. We called the help line to the manufacturer and followed her advice, tried a second disposable device and still could not get the machine to work. The expert at the company said that the problem we were having was related to the uterine cavity not being able to hold the co2. She took the physician through some trouble-shooting and made suggestions but it still wouldn't work. The procedure was aborted after multiple unsuccessful attempts. The expert never suggested that there could be a problem with the machine. She said it is always the patient or the disposable device. Also noted it was reported that the co2 cartridge. Expiration date: (B)(6) 2016.